Manufacturer narrative:
Manufacturer completed the entire form. Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Information was received that reported a patient was hospitalized in 2007, at 10:00 am due to hyperglycemia. It was reported that the patient did change his site and cartridge at 6:00 am on the same day. A review of the device history shows no abnormalities or inconsistencies. Upon admit the patient's blood glucose was >500mg/dl, the patient was treated with IV fluids and insulin. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.